Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. The user¿s blood glucose level was over 600 mg/dl and it was addressed with a bolus. Reportedly, after an unspecified amount of insulin was delivered a more accurate fill estimate was observed.